Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during distal biceps repair, the anchor inserter bent during impaction. Another implant was successfully used to complete the procedure. No reported patient consequences. No additional information is available to report at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received: the investigation is progress, once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported that during distal biceps repair, the anchor inserter bent during impaction. Another implant was successfully used to complete the procedure. No reported patient consequences. The retuned device showed fractured. No additional information is available.

Manufacturer narrative:
The following report is being submitted to relay additional information received return device was evaluated and the complaint was confirmed. Visual examination of the returned product identified the shaft of the instrument is fractured. Review of the device history record identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.